Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿does proximal femoral morphology impact morbidity and mortality? A cohort study of uncemented hemiarthroplasties in the treatment of femoral neck fractures¿ written by evelyn p. Murphy, mb bch bao, mrcsi, mch, christopher fenelon, mb bch bao, mrcsi, mch, adrian cassar-gheiti, md, frcsi, padhraig o¿loughlin, md, frcsi, william curtin, frcsi, colin g. Murphy, frcsi published by arthroplasty today accepted by publisher 14 june 2021 was reviewed. The article's purpose was to assess outcomes after uncemented hemiarthroplasty stems in the treatment of intracapsular femoral neck fractures over an 11-year period. Patient data: a total of 536 patients received an uncemented hemiarthroplasty in the study period. The mean patients age was 80.4 years, of which 71% were female. Depuy products were utilized on the femoral side. Unk manufacturer of acetabular side and cement. Depuy products: corail stem (collared and non-collared, cemented and non-cemented) adverse events: calcar fracture requiring treatment (20) ¿ treatment not specified. Intraoperative femur fracture (1). Periprosthetic fracture postoperatively (14). Dislocation (5). Infection (3). Device revision or replacement (20). Undersized femoral prosthesis (37). Malpositioned stem (14). Deaths at 1 year or less post op (90). Deaths at greater than 1 year post-op (145).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.